Event description:
The field engineer reported that there was no fluoro when the switch was depressed and the system intermittently displayed a charger failure error message. This resulted in a loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board was replaced. The system was then found to be operating as intended.